Event description:
Patient underwent coil embolization of left mca aneurysm on (B)(6) 2013. The left mca was accessed using a px slim 90 degree tip microcatheter exchanged over a vert catheter where one coil was placed (4mm x 6cm complex soft). A follow up angiography post-procedure demonstrated a small, non-occlusive thrombus at the origin of the opercular branch. The event is classified as mild and is definitely related to the pc400 system, but unrelated to the procedure and disease state. The event was resolved with asa 300 mg intraoperative and 326 mg daily for one month.

Manufacturer narrative:
Conclusion: distal emboli are a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was anticipated procedural complication. Device is implanted in patient

Manufacturer narrative:
The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device implanted in patient.